Manufacturer narrative:
The results of the investigation concluded electrodes 1-4 met electrical specifications. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported visualization issue remains unknown as the event could not be confirmed.

Event description:
Additional information indicates the display issues were due to the ensite velocity mapping system, which is reported under 2184149-2017-00021.

Event description:
During an atrial flutter/atrial tachycardia procedure, the catheter was not visualized as expected, causing the case to be abandoned. The catheter tip became elongated and shifted intermittently during radiofrequency ablation and after ablation had stopped. There were no known consequences to the patient due to the cancellation of the procedure.